Event description:
The manufacturers field service engineer (fse) reported the ventilator battery had a loose connection and could not be used. The fse reported the battery was an out of box failure and required replacement. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if use. Replacement battery was ordered to address reported problem.